Event description:
It was reported that, "subject underwent total knee replacement on (B) (6) 2007. Postoperative recurvalum evolved over time and progressed to the point that it caused the knee to be unstable. Subject requested operative intervention to improve function. Tibial insert was exchanged to 15mm which prevented recurvatum. Subject seen in clinic 3 mos post op with no complaints using a walker for contralateral knee osteoarthritis. Stable left total knee".

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hospital and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.